Manufacturer narrative:
As reported, during robotic inguinal hernia repair 3dmax mid edge cracked and torn when rolling it onto a grasper. Evaluation of the returned sample finds there are multiple tears in the edge seal of the mesh. The edge seal was found to be manufactured to specification. Based on the event as reported and sample condition found, the probable cause of the tearing of the edge seal is the result of forces applied during use. No manufacturing anomalies were found. Review of manufacturing records confirms the product was made to specification. To date, this is the only complaint for the reported lot of (B)(4) units released for distribution in may, 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during robotic inguinal hernia repair, the 3dmax mid mesh edge was cracked and torn when the surgeon folded the mesh using a grasper. It was reported that the mesh was not used, and another mesh was used to complete the procedure. There was no reported patient injury.